Event description:
It was reported that the device software did not recognize an upgraded holster; therfore, it was requested to have the software evaluated/upgraded. The device was returned for service and repair.